Manufacturer narrative:
It has come to our knowledge that this complaint is a duplicate and occurred in france, indeed. Section e has been updated accordingly to reflect the correct information. Upon further investigation, we have confirmed that this event has indeed already been reported under: mfg ref: 0008031000-2025-00014 and 0008031000-2025-00014-1. Given this information this MDR report will be voided.

Event description:
It has come to our knowledge that this complaint is a duplicate and occurred in france, indeed. Section e has been updated accordingly to reflect the correct information. Upon further investigation, we have confirmed that this event has indeed already been reported under: mfg ref: 0008031000-2025-00014 and 0008031000-2025-00014-1. Given this information this MDR report will be voided.

Manufacturer narrative:
(B)(4). G2- foreign - hungary. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the locking mechanism of housing got broken. No consequences or impact to the patient. Attempts have been made and no further information has been provided.